Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump did not perform as expected. The pump and cylinders were removed and replaced. There were no patient complications.